Event description:
It was reported that during testing conducted at the manufacturer facility paint chips were missing from the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility, paint chips were missing from the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.